Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4). Description: precision implantable pulse generator (ipg), model #: sc-4316, lot #: 14304804. Description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation and high impedances on six contacts. Database analysis confirmed that the impedance measurements revealed seven contacts with high values and that the ipg appeared to be working as expected. The patient underwent a revision procedure wherein the lead, ipg, and click anchor were replaced. Device malfunction was suspected with the replaced devices because of all the mechanical impedances. It was noted that the reason for the impedances could not be determined. The patient was doing well postoperatively.